Event description:
On (B)(6) 2011, pt reported that she rec'd the recall notification regarding the up and down buttons on the infusion device. She is no longer using the infusion device as she switched to a competitor's product and reported there might have been a few times where the button did not respond to press. She would then press the button twice. The infusion device was in storage, and pt was unable to complete troubleshooting. Three attempts were made to f/u with pt, and these were successful. The infusion device was requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.